Event description:
The device was received for service with the report "it turns itself on and off". The reported event occurred in the clinical setting. According to clinical engineer, no patient injury or need for medical intervention has been reported. The clinical engineer stated that they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.